Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the replacement was successful. The cause was not determined per the rep and they didn't notice any issue when they assessed it. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported over the last couple of days the patient was having difficulty recharging. They reportedly started a session during an office visit the day of the report and they were getting excellent coupling but the ins battery was not incrementing upward. It was reported that the battery of the ins was depleted so the ins could not be interrogated with the clinician tablet. The patient was reportedly frustrated they did not get a new recharger yet. No further complications reported/anticipated.